Event description:
The student on the case was removing the jugular catheter. As she did the distal part of the catheter of the hub, broke off and remained in the vein. She notified the faculty member and consulted with a surgeon. The location of the catheter was determined by ultrasound. The area was prepped and the catheter was removed. The jugular vein and skin were closed and pt was put on broad spectrum antibiotic.